Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for one patient sample from a cobas e601 analyzer. The serial number was requested but was not provided. No units of measure were provided. The initial result was 15.49 and was reported outside the laboratory, but it was not believed by the clinician as it did not fit with the clinical picture. The same sample was repeated on (B)(6) 2016 and the results were 15.87 and 15.67. The laboratory sent the sample to another site for testing which she believed used an abbott analyzer. The result was 4.96 which they believe to be the correct result. The patient was not adversely affected or treated.

Manufacturer narrative:
A specific root cause could not be determined as no sample material from the patient was available for further investigation. From analysis of the calibration signals and control values, a general reagent issue could most likely be excluded. The differences in the results generated with the different analyzers may be caused by the presence of an interfering factor that affects the assay from either manufacturer.

Manufacturer narrative:
Additional results for the patient were provided. Refer to the attachment to the medwatch. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.